Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported a pressure transducer fault. It is unknown if the device was in patient use during the time of the event.

Manufacturer narrative:
G4: 09jun2020; b4: 10jun2020. The device was evaluated by the field service engineer and the pressure transducer fault was confirmed. The field service engineer replaced the flow sensor assembly to address the reported issue. The issue was resolved, the device was tested, and the device now functions within specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.